Event description:
Reporter initially noted machine didn't work properly. The surgeon was having problems with pressure in the eye and wanted system checked. During site visit, customer noted a posterior capsule tear had occurred and they changed out the system to complete case. No vitrectomy performed, and iol was implanted.